Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt was receiving adjust electrode belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon eval the electrode belt was unable to baseline intermittently. The side-to-side and front-to-back ECG channels were distorted, which caused the reported adjust belt alarms. The cause for the failure was isolated to contamination on the ECG "b" pca board and contamination in the cable connecting the distribution node and ECG "b". The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contamination. The pt received a replacement electrode belt.